Event description:
It was reported that the patient's neurostimulator had started to pop through the skin. A revision procedure was performed on (B)(6) 2024 where the coil was implanted deeper into the skin and the patient is doing well.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. However, the patient was implanted in the infra orbital region to treat facial pain which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of erosion is due to off-label use as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.